Event description:
It was reported by customer that during use of intra-aortic balloon (iab), catheter restriction alarm occured. Patient involved, no harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.